Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of broken trifuses could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that bd maxzero extension set was separating. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that received reports of broken trifuses and have some for return. Breakage is occurring at the luer lock connection and disconnections of the bonded needleless valve.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.